Manufacturer narrative:
Investigation has not been condcuted, but a follow-up will be provided when device is received and investigation is complete.

Event description:
Implant failed to osseointegrate.